Manufacturer narrative:
The proximal setup joint (psuj) serial number 952991 was returned for failure analysis and the reported failure of error 31221 could be replicated. The error 31221/32101 were confirmed via field logs. The suj was installed on a test platform and failed the horizontal brake test. The proximal setup joint (psuj) serial number (B)(6) was returned for failure analysis and the reported failure of was not replicated. The error 31221/32101 were confirmed via field logs. The suj was installed on a testing platform and failed the horizontal brake test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the system had non recoverable fault 31221. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified 31221 error, high side switch fault from the universal power distributor (upd). The tse assisted the customer through a hard power cycle, but error immediately returned on power up. The tse inquired if the customer had another patient side cart, but the customer only had one system. The tse offered the option to continue to power cycle to see if the error would clear, but the surgeon decided to convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the da vinci coordinator confirmed the ports were placed on the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault 31221, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found armnet3 was receiving no power and troubleshooted the issue by swapping 48 volts power at card cage and below the orienting platform (op) and determined that the issue was along the armnet3 from flex and beyond. The fse then replaced the proximal set up joint (psuj) and issue remained. The fse replaced flex assembly and issue remained. The fse then removed the universal surgical manipulator (usm) and armnet powered up successfully with 319 error for usm as expected. The fse then replaced usm. The system then powered up with an error 32101 which was persistent across multiple power cycles. The fse then replaced distal set up joint (dsuj) and issue persisted. The fse then replaced psuj and the issue was rectified. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The dsuj was analyzed, and failure analysis was not replicated the customer reported complaint. Remotefe logs confirmed error was present on arm net. Flex op, suj proximal, distal, and usm were replaced to clear error. Error codes 31221 and 319 pointed to suj proximal or flex as the culprit due to loss of power. Distal suj was placed on in house system and errors could not be replicated. Distal suj was moved to psc fixture test platform (pftp) machine and passed all tests. As a precaution, the setup fru lower (sfl) and axes controller tornado (act) boards will be replaced. The flex was analyzed and plugged in to a system during fa and was able to start in normal mode with no errors. Two affected psujs (sn#: (B)(6) and sn#: (B)(6) ), and an usm were returned for failure analysis; however, the investigation is progress. A supplemental MDR will be submitted if any additional information is received.